Event description:
In 2001, pt had successful elective surgery to replace the lens in each eye to correct severe farsightedness and astigmatism. A year later a cloudiness developed in left eye, which dr described as a secondary membrane and said it was very common. A procedure using the yag laser was performed and pt had a follow-up visit on 5/17/2002. While on vacation in late 7/2002, pt noticed a discoloration on the outer rim of left eye. Dr diagnosed this as pterygium. When pt asked if this was caused by the yag laser, he assured pt that it was due to sun exposure. Pt doesn't play golf or tennis, and doesn't sun bathe or work outdoors, so pt's not exposed to the sun enough to cause this kind of damage. Pt also wears sunglasses when they are in the sun. Pt would like to know if there are reports or research about the yag laser causing a pterygium-like growth.